Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 the patient reported that she had an MRI once a couple of years ago and the pump didn¿t come back on. The patient ¿spasmed profusely¿. The issue was resolved the next day. No further complications were reported/anticipated.